Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion alarms at beginning of infusion. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.